Manufacturer narrative:
Additional information: sections d6.b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time and continues to wear the device. The recipient will be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly started using a cane for extra balance. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's dizziness is reportedly not device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and increased impedances. The recipient is presenting with dizziness. The recipient was reportedly prescribed steroids; however, the issue did not resolve. Programming adjustments were made.